Event description:
It was reported that the patient is deceased and "died approximately three weeks after pacemaker implantation". The cause of death is acute and chronic hemopericardium and undetermined natural causes. Additional information provided by the coroners office reported "this device is relevant to the death of the patient". No additional information was received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal portion of the lead was received. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 4012 implantable pacing lead implanted: (B)(6) 1988; 7006 implantable pulse generator (ipg) implanted: (B)(6) 1988. (B)(4).